Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, as a leg assembly was being inserted, the suture, with the needle at the end, detached. It is unknown if the suture, with the needle at the end, detached inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold vaginal support system, as a leg assembly was being inserted, the suture, with the needle at the end, detached. It is unknown if the suture, with the needle at the end, detached inside the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
(B)(4) suture detachment.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue dilator with stripe, and was not returned. Visual analysis of the returned capio device revealed no discrepancies. Functional testing of the returned capio device showed that it operated freely. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.